Manufacturer narrative:
It was reported that the patient underwent mesh implantation to treat stress urinary incontinence, cystocele and rectocele. Due to mesh erosion, pain, dyspareunia and reoccurrence of urinary incontinence the patient underwent mesh removal on (B)(6) 2008. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, dyspareunia and recurrence of incontinence. The patient underwent mesh removal on (B)(6) 2008.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of three medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-06728 and 2210968-2012-16729. The same patient is represented in each medwatch.

Manufacturer narrative:
Lawyer-filed report (B)(6).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). (B)(6).